Event description:
A pt reported experiencing inaccurate low results with a otb original meter. The pt's blood glucose results were 130mg/dl (meter), 213mg/dl (lab). Tests were done within 21-30 minutes with a difference of 32%. Pt did not experience any adverse events. No further info has been reported.